Manufacturer narrative:
Analysis of the catheter on 2020-feb-04 revealed a non-significant anomaly regarding a deformed shape and/or abrasion in the catheter body that did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was being returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted for non-malignant pain. It was reported it was unknown when the event/difficulty occurred, and it was asked and would not be made available (legal/confidential reason). The catheter was replaced on (B)(6) 2019 and would be returned. It was reported the catheter was kinked entering the spine and the catheter was replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.